Event description:
Our team was made aware of low suction on vacuum parts in or's 1 and 2. During the inspection, it was noted that if our boom had "blue colored suction tubing within the boom, it would need to be replaced as it can kink on itself. After the mfg (manufacturer) inspected the boom, it did indeed have the blue colored suction tubing and was replaced with a white vacuum hose. No issues have been reported since the replacement of the blue to white suction tubing. Manufacturer response for surgical facility boom, teletom (per site reporter). We contacted the mfg and we were notified of the potential issue with the blue internal suction lines. The following information was provided after the mfg repaired the boom. How was the issue resolved? Replaced the blue vac hose with the white vac hose and terminated at both ends. Turned gas back on and there were no leaks. Closed up all covers. The boom cover in or 2 will not close up since tabs were broken and will need to be replaced. How was the resolution verified? Connected all network and gas lines for the boom and everything tested good.